Event description:
Information was received via a (B)(4) private message from (B)(6). A vns patient's mother reported that she is the mother of a great (B)(6) boy that suffers from a pharmaceutical resistant epilepsy. In 2010 he had his vns implanted in (B)(6) center. Just recently it turned out that implanted stimulator does not work properly. Their lead test showed "lead impedance high" battery status is: fully charged. Good faith attempts have been made and thus far no further information has been attained in regards to the reported event. Exact date of event and implant unknown.